Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The screwdriver cracked when torquing proximal body to distal stem during surgery.

Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the returned device confirms the reported event of tip damage. A complaint database search on the provided product code identified similar events which were attributed to product wear out and or misuse. The root cause is attributed to product wear out as the returned devices tip is worn/damaged showing signs of moderate/heavy usage. Based on the root cause of product wear out, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.